Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient's mother that a sensor wire was missing upon removal on (B)(6) 2014. Patient's mother reported that she was having trouble during a new sensor session and encountered a "cgm sensor failure" error message. Prior to sensor removal, patient's mother attempted to restart the session but was unsuccessful. The mother of the patient did not want to remove the sensor and she waited until the day after in the morning to remove the sensor. Upon removal of sensor pod, patient's mother stated sensor wire was missing and did not see any portion of the wire attached to patient's skin. Patient's mother did not report medical intervention. The patient is currently in good health, no sign of symptoms of infection, no redness, no pain, no inflammation. However, there is a small scab at the sensor site. International distributor did not report any further injury at the time of contact with dexcom technical support.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient's mother that a sensor wire was missing upon removal on (B)(6) 2014. Patient's mother reported that she was having trouble during a new sensor session and encountered a "cgm sensor failure" error message. Prior to sensor removal, patient's mother attempted to restart the session but was unsuccessful. Upon removal of sensor pod, patient's mother stated sensor wire was missing and did not see any portion of the wire attached to patient's skin. Patient's mother did not report medical intervention. A photograph of x-ray results was provided to dexcom from international distributor. International distributor did not report any injury at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was not returned for an investigation. The user's guide states "sensors may fracture on rare occasions. If a sensor breaks and no portion of it is visible above the skin, do not attempt to remove it. Seek professional medical help if you have symptoms of infection or inflammation -- redness, swelling or pain -- at the insertion site. If you experience a broken sensor, please report this to your local distributor." Dexcom's current recommendations for broken sensor wires are conservative. A broken or detached sensor wire acts like a sterile splinter and patients that have reported broken or retained sensor wires have had a benign course. Attempting to extract the wire has resulted in more deleterious consequences than leaving the wire in place. Accordingly, in the absence of acute infection or pain, a retained sensor wire does not require surgical removal.